Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with low glucose noted on reports and a glucagon administration at night. Customer care provided assistance that included review of reported glucose data and user guidance by the clinical team. The clinical team advised announcing bedtime snacks. Investigation of this case revealed no device alarms and no confirmed device malfunction, with contributing factors possibly related to unannounced carbohydrate intake before sleep. No clinical symptoms associated to low blood glucose reported. Outcomes included recovery at home without emergency care or hospitalization. It was concluded that the cause of hypoglycemia remained unclear and user education on announcing snacks was reinforced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.